Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 241 mg/dl. When attempting to address the bg level, the customer inadvertently delivered insulin to themselves while connected to the pump during the fill tubing process. During a follow-up call on (B)(6) 2017, the customer reported bg level decreased to 40 mg/dl. Juice was consumed to treat the low bg level, and bg level increased back to target level. At the time of the call, the customer reported being okay.